Manufacturer narrative:
Continuation of d10: product ID 977a275 lot# serial# (B)(6) product type lead product ID 977a275 lot# serial# (B)(6): product type lead section d information references the main component of the system. Other relevant device(s) are: product ID: 977a275, serial/lot #: (B)(6), ubd: 18-oct-2020, UDI#: (B)(4); product ID: 977a275, serial/lot #: (B)(6), ubd: 18-oct-2020, UDI#: (B)(4). Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a patient (pt) regarding an implantable neurostimulator. The reason for call was caller stated the patient needs to have it adjusted. Caller said the patient can feel the vibration and it helps with the pain, but the patient is feeling a buzzing in their stomach that is making it so much that it is making the patient want to throw up. Caller states they are sick to their stomach all the time and if it starts to feel like they are going to vomit, they would rather suffer with pain than vomit. Patient has been not using the therapy as much because of the buzzing and now they are back into spasms and can hardly walk. Caller also mentioned the patient has been complaining about this for a long time, and every time they go in to get it readjusted states fine and comes home and back to the same issue. Pt mentioned just having the implant removed. Caller mentioned they have been trying to charge the implant for 3 hours and the controller won't charge. Patient service specialist asked when this all began, and caller said it's been going on since day one. Caller then said they met with a manufacturer representative (rep) in (B)(6) 2021 and rep did some readjustment at the doctor's office. Caller stated rep left and then rep came back and they felt like they had it all figured out, but it's still going on. Caller did not know the date, but said it could have been 3 to 4 months ago. Agent advised to charge and walked caller and patient through resetting equipment. Caller plugged controller in to ac power supply and reported no device found. Caller unplugged and plugged in recharger and reported recharging excellent controller 90%, implant in the red. Patient services (pss) walked pt through passive charge mode and pt was able to start charging and was seeing excellent. Pss reviewed to continue to charge and call back if further questions. The issue was resolved through troubleshooting. The patient was redirected to their h healthcare provider to further address the issue. Pt called and mentioned they had met in the past with a rep who changed their settings and the stimulation had been no longer in their stomach and legs, but rather in their back where they wanted relief. Then, pt said they noticed their therapy had changed back to being in their legs and stomach, and pt said they tried to adjust therapy settings, but intense stimulation remained in legs and stomach instead of in back, where they wanted therapy. They could not stand the therapy in their stomach because it made them want to vomit. They had met with other rep about this issue, but a rep was the first one who managed to change settings so that the stimulation was in the right area. Tss had the pt adjust therapy settings on call. Pt adjusted group a up to 11.2 and 11.8 and pt felt therapy in their legs, but not in their back. Pt said their settings in group a were generally upwards of 14. Pt switched to group b and adjusted therapy settings to 5.2. Pt felt therapy in their left kneecap and butt cheek, but not in their back. Additional information was received from a healthcare provider. Caller inquired about MRI eligibility as the physician is concerned that the lead has been disconnected. Caller stated that patient hasn't been getting relief since implant and they've been having a hard time adjusting stim to get relief. Technical services (tss) reviewed MRI mode (which caller confirm ed showed full body) and that an impedance test isn't required but if the facility didn't feel comfortable scanning patient, this is their decision.